Event description:
The customer reports that the item fell apart from the surgical site during a craniotomy. No pt injury. On (B)(6) 2010, central sterilizing supv stated via telephone that the surgeon first noticed the screw backing out before he was to use it. A duplicate device was used. No pt injury was confirmed. She believes the device may be five yrs old, and the problem may be related to age of the device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.